Event description:
On three consecutive days, had difficulty with contacts, leading to red eyes, swelling, and eventually serious irritation causing the contacts to actually come out of eyes. Even after removal, then replacement of the contacts, pain and inflammation continued.